Event description:
Subsequent to the initial medwatch report, the following information was obtained: there was no clinical significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, the device failed during deployment. Although hemostasis was subsequently achieved, the method used was not specified. As the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.